Event description:
It was reported that during a da vinci s myomectomy procedure, after 30 minutes of use, the proximal clevis on the tenaculum forceps instrument broke, thus preventing removal of the instrument from the trocar. When the surgical staff attempted to remove the instrument, pieces from the instrument fell into the patient's abdomen. The broken pieces were retrieved and the planned procedure was completed. Simultaneous removal of the tenaculum forceps instrument and trocar was required. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to be broken at the proximal clevis to the main tube interface. The clevis is dislodged from main tube as a result. Both the proximal clevis and main tube are missing pieces. Per the case notes, all of the broken pieces were successfully removed from the patient.